Event description:
It was reported that the 9800 system displayed a low ma message and a popping sound was heard. There was no report of patient injury

Manufacturer narrative:
A ge service representative performed an on site investigation. Checked hv connections, no signs of arching. Reviewed event logs, no low ma errors logged. As a proactive measure, replaced the x-ray tube and performed filiment calibration. The system was tested and found to be working as intended and placed back into service.